Event description:
The customer reported that the ventilator alarmed due to a high oxygen supply pressure occurrence. The customer reported the device was in use and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The unit still pending repair.

Manufacturer narrative:
Pending repair completion.